Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that no issues were noted or observed during a total thyroidectomy. The patient started hemorrhaging while in post-operative care. The surgical staff re-opened the patient and he was bleeding from the area where the device had been applied to in the original procedure. The vessels were 1mm in size. The surgical staff used a cautery device to stop the bleeding and then closed the patient's incision. However, further internal bleeding still occurred. The surgical staff-opened the patient a 2nd time and used a cautery device to stop the bleeding again before closing up the patient. No further issues were noted and the patient is reported to be in fine condition. The bleeding was described as minimal due to the size of the vessels.